Event description:
It was reported that during a follow-up, high impedance was observed. The patient stated he fell hard off his bike. The physician capped and replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.